Manufacturer narrative:
The subject device has not yet been received for evaluation. Follow ups are in progress regarding the reported event. Investigation is ongoing. This report will be supplemented accordingly following investigation

Event description:
Customer reported with an issue of bulbs at the lens ends are broken off. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.